Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter abdominal aortic aneurysm. The patient had not had any follow up since four years post implant. At that point the aneurysm measured 60 mm and the stent graft was still at the level of the renal arteries. It was reported that the patient presented to the ER with abdominal pain. A CT scan revealed a contained rupture of the aneurysm. The aneurx stent graft was 2-2.5 cm below the lowest renal. The proximal neck now measured 29/30 mm in diameter whereas the stent graft was a 24 mm bifurcated stent graft and the aneurysm was 13x10 cm. The physician stated the cause of the event was due to disease progression. The patient was treated with a 36x49 endurant cuff for the proximal type 1a endoleak and limbs to reline both limbs as well as to extend all the way to the hypogastric arteries. The event was successfully resolved. No additional clinical sequelae were reported and the patient is fine.